Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular pacing lead impedance was above the normal range. A chest x-ray determined the lead was in a proper position. The patient was brought into the lab for a procedure to check the implantable cardiac defibrillator's (ICD) set screw. It was observed during the procedure that the lead could be pulled out of the icds header without loosening the set screw as the set screw was not engaged. The right ventricular lead tested normal via a pacing system analyzer. The lead was put through the ICD header and the torque screw tightened. Lead parameters were stable and the ICD remained implanted. The patient was stable.